Event description:
During preparation for a ptca treatment procedure the express2 monorail balloon would not hold negative pressure. There was no contact between this device and the patient. The procedure was successfully completed with another device. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.